Event description:
The company was informed that the patient will be undergoing a revision surgery. Surgery to explant the patient's device was performed and the patient was reimplanted with another advanced bionics device. Advanced bionics is in the process of gathering more information; when more information is available, a supplemental report will be submitted.